Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the report. The pace/defib engine board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 56-year-old female patient, the device displayed a "defib fault 76" message and failed to discharge. Complainant indicated that there was a delay in delivery of therapy to the patient and the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.